Event description:
Transvaginal tape mfg by united states surgical corp was installed during a hysterectomy, and bladder suspension procedure performed on (B)(6) 2004. Per the dr's surgical notes, us surgical transvaginal tape was used, but details on style, model, size, etc are not currently available but will be supplied if required. The transvaginal tape was installed by a surgeon skilled in the procedure, dr (B)(6) of (B)(6). There were no problems in the years following that procedure. In (B)(6) 2010, I started experiencing pain, vaginal bleeding and a severe "mucousy" vaginal discharge. My gynecologist, dr (B)(6), initially believed it to be an outbreak of lichen sclerosis, a disease I have been treated for over many years. Dr (B)(6) performed vaginal biopsies on the lichen areas at the (B)(6) on (B)(6) 2010. Biopsy results were negative and the pain/bleeding/discharge continued. On (B)(6) 2011 (approx) dr (B)(6), while performing an internal exam in his office, found a cyst in the vaginal wall and removed a small piece of the transvaginal tape from the cyst. The site was cauterized, but again the pain/bleeding/discharge continued. In the ensuing months, the area was cauterized twice and treated with cryosurgery once in an attempt to treat the problem. Pain/bleeding/discharge all became worse over time. A second opinion was requested with dr (B)(6), who determined that another piece of the transvaginal tape had broken free and was imbedded higher up in the vaginal wall making it harder to find. On (B)(6) 2011, dr (B)(6) removed all of the remaining transvaginal tape at the (B)(6). Pain, bleeding and discharge have all stopped since that procedure.